Manufacturer narrative:
Date rec¿d by MFR : 22jul2019. The manufacturer¿s field service engineer (fse) remotely confirmed the reported touch screen issue. The manufacturer¿s field service engineer (fse) remotely recommended the part to replace the touch screen to be replaced to address the reported problem. The customer confirmed replacing the touch screen fix the issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 22jul2019.

Event description:
The customer reported touch screen failure. There was no patient involvement.